Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2011-02171 and 1627487-2011-02172. The patient received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. The patient reported experiencing a heating sensation when the scs therapies were in use. Once the therapies were disabled, the heating sensation dissipated. In addition, the patient reported his stimulation could no longer be felt in the desired areas. Although all impedances were normal, an x-ray of the scs system found that the patient's leads had migrated. The scs system was reprogrammed and stimulation to the desired areas was restored. Reprogramming was unable to reduce the heating sensation. The patient is continuing to work with his physician to determine the next course of action.